Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was unknown at the time of incident. Customer state that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify unresponsive keypad due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.